Manufacturer narrative:
H3: the catheter was returned, and analysis found a broken anchor. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 25-mar-2023, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a clinical study and a manufacturer representative (rep) regarding a patient receiving hydromorphone 7.5 mg at 1.25014 mg/day and bupivacaine 20 mg at 2.00022 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported they "do not feel boluses" and reported increased pain. There were no factors that may have led or contributed to this issue. It was noted they had to decrease physical activity due to pain. The patient wished to delay the dye study and see how increasing the bupivacaine goes. The device was reprogrammed where they increased the bupivacaine boluses and simple continuous. The hydromorphone was increased by 0.4 mg simple continuous and hydromorphone boluses were increased by 0.1mg. On (B)(6) 2021 the patient received a trans lesi at bilateral l5-s1 levels. It was recommended to obtained updated lumbar imaging and to consider minuteman, if candidate. The patient reported significant pain relief from this injection, and stated they love the injections. The patient was prescribed msir 15mg/2 times a day and methocarbamol 750 mg 3 times per day, and lyrica 150 mg capsule. On (B)(6) 2021 the patient reported only 10% pain relief from the pump and the pump therapy was ineffective. A catheter dye study was performed and revealed the catheter was dislodged and could not be aspirated. It was noted the catheter migra ted out of the spine from t8 to l3. The catheter was intrathecal. Medication (oral morphine 15mg tablets) were administered on (B)(6) 2021. A revision was required and they began two step wean. The spinal catheter was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. The patient's status was alive- no injury. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. Medications included lavazza 1 gram capsule, multi vitamin, pantoprazole 40 mg tablet, promethazine 25 mg tablet, zolpidem extended release 12.6 mg tablet. Allergies includes metoclopramide hcl (extreme agitation), ondansetron hcl (extreme agitation), and prednisone (steroidal psychosis), prochlorperazine edisylate (extreme agitation). Diagnosis description was intravertebral disc disorder with radiculopathy , lumbar region. The event date was(B)(6) 2021.